Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: complete heart block (chb) is a type of conduction disturbance. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. In the valve instructions for use (IFU), conduction system disturbances are known potential adverse events which may require, and typically can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter valve. In this event, a permanent pacemaker was implanted and no additional adverse patient effects were reported. Based on the limited information received, the root cause of the chb could not be conclusively determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to complete heart block (chb). No additional adverse patient effects were reported.